Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) assisted the caller in completing the load process by guiding them through filling and loading a new cartridge on the pump. Once completed, the caller successfully saw drops of insulin at the end of the tubing and was able to resume insulin delivery.